Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for farapulse procedure, versacross connect access solution for faradrive kit was selected for use. It was mentioned that the inner pouch was warped and slightly ripped. Hence, the device was replaced and the procedure completed successfully. The packages are stored in a closed closet located in a tilt room, hung from a horizontal rod. No patient complications were reported. The device is not expected to be returned as it was retained by the customer.